Event description:
The user facility reported an image issue with the hd autoclavable camera head. There was no report of patient injury due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation. The device inspection found an electrical circuit had damage due to water immersion, resulting in loss of the image. Additionally, the head switch won't work and the cable had scratches. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was a faulty charged coupled device (ccd) cable. The root cause of why the ccd cable was faulty could not be identified. Olympus will continue to monitor field performance for this device.